Event description:
It was initially reported that patient had developed some soreness over the implantable neurostimulator (ins) site and where the leads are implanted. Additional information received (B)(6) 2012 noted that, over the past 2 months, they had a loss of therapeutic effect and that the stimulation had become "annoying" and "irritating" while turned and had kept it turned off. Before this, the patient experienced good stimulation therapy. There was no known accident or trauma associated with the event. Due to the ins being turned off and note using the stimulation therapy, the patient had to increase his use of pain medication. It was also stated that the he had ins pocket tenderness (ins implanted in buttock area) once in a while for about a year. It was not clear if the tenderness was related to the device being either on or off. In addition, the patient's weight had fluctuated since implantation of the ins. The patient had access to move his electrodes "up and down" but this did not improve the therapy. Follow up information received indicated that the patient met with the company representative during the of (B)(6) 2012 at which they were reprogrammed which resulted in better stimulation therapy. In addition, it was noted that during the week before this reprogramming session, the patient was admitted to the hospital due to an overdose and was on suicide watch. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ lead product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(4), explanted: product typ lead product ID 37752 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).